Event description:
The patient presented to the emergency room were the pulse generator was interrogated and loss of capture was observed. This was due to both leads being dislodged. The atrial lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.